Manufacturer narrative:
This report is associated with a svs/vqi registry. Exact date of event is unknown. Exact date of implant in unknown. Information references the main component of the system. Other relevant devices are: vamc3232c200tu, vamc3232c150tu. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: proximal type ia endoleak and distal type ib endoleak. No further information is available for this event.